Manufacturer narrative:
On 06/23/2015 we requested for the third time the items back, without answers. Therefore, the case was closed with the information available at that day. On 06/24/2015 the liner and the head were received back and so the case was re-opened. The retrieved items have been analyzed by (B)(4) with the following comments: liner: the superior external surface of the liner is yellowed, this is a sign of lipid absorption. On the liner there are signs probably caused by screw used to extract the liner from the cup. Moreover on the border of the liner there are signs probably caused during the extraction phase. Head: on the surface of the head there are signs probably caused during the extraction phase. It is not possible from the inspection of the implants to determine the root cause of the event. The case was finally closed on 07/23/2013: a final report was prepared with the information reported and sent to the initial reporter on the same date.

Event description:
(B)(4).

Manufacturer narrative:
On 03 april 15 the medical affairs director made the following analysis: significant osteolysis after 7 years on a male patient of (B)(6) of age. No indications as to his level of activity, ceramic head, remarkable wear. Osteolysis is present on the femoral side as well. We have no information on the revision surgery. If possible, the components should be investigated at the manufacturer's in order to check abnormal oxydation or traces of third body wear. After 7 years wear is a normal event, but in this case the amount looks remarkable. Perhaps a male patient of (B)(6) operated in 2008 should have been given a more advance tribological solution, such as ceramic on ceramic or highly crosslinked polyethylene.